Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 800). The pt800 component¿s measured pressure differential is outside of manufacturer¿s specifications. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displayed an unspecific error message. The field service representative (fsr) went on-site to evaluate the suspect device and reported the ventilator inoperable alarm in the events log. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. At this time, it is unknown whether or not there was any patient involvement associated with the event.